Manufacturer narrative:
The hospital biomed confirmed that the device was repaired by replacement of the therapy connector assembly. The device has since been returned to service for use.  The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that ECG is missing when using paddles or the therapy cable. The customer also reported that the therapy connector is loose. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.